Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer stated she removed the reservoir and noticed there is fluid on the reservoir compartment. Customer does not use the sensor feature and is unable to rewind the insulin pump. Blood glucose value is 500 mg/dl; treated with manual injection. Nothing further reported.